Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. As such, surgical intervention was undertaken on (B)(6) 2022 where one lead was repositioned and a new lead was implanted , which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.